Manufacturer narrative:
Review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. Assay testing, performed by the supplier prior to release of bupivacaine-61-220-ev, lidocaine lot # 642703a and epinephrine lot # 631353a, was within specification. Review of the sterilization certificate for the tray lot number 3272103 ((B)(4)) revealed that the product was processed according to validated specification requirements and parameters. Smith medical periodically monitors supplied drug components stability post ethylene oxide sterilization throughout their expiry. Our records show that the supplied drugs components continue to meet potency specifications. Complaint history review does not indicate any upward trends for the drug lot numbers, reported in this complaint. The anesthetics are supplied items and the complaint notification was forwarded to the supplier. The supplier investigation including retain samples testing indicated no issues for the bupivacaine-61-220-ev. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors.

Event description:
It was reported that a bupivacaine medication in portex® spinal kits was ineffective and general anesthesia was used. No patient injury reported.